Manufacturer narrative:
The service rep verified problem that communication failure error was displayed. Checked sytem over. Checked voltage on ps in workstation checked voltage on ffb in generator (5.0vdc). Found display on x-ray controller not functioning. All nodes are correct. Checked video controller and found firmware to be the wrong version. Ordered new u3. The service rep removed and replaced u3 on video controller. Tested operation, by booting system and checking for errors. Checked system for poor image quality. Could not reproduce poor image quality. Everything is working as intended.

Event description:
The customer reported the video controller was replaced and now the system is displaying a communication error. The system was not being used in a procedure.